Manufacturer narrative:
Device codes: 1528 labeled 2017 labeled. Internal file number - (B)(4). Correction: catalog number. Device evaluated by MFR: device available for evaluation. Evaluation summary: visual and dimensional inspections were performed on the returned device. The reported separation was confirmed. The reported difficulty to remove from the anatomy could not be confirmed or replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents reported from this lot. It should be noted that the hi-torque guide wires ce, instructions for use (IFU)states: do not push, auger, withdraw or torque a guide wire that meets resistance. Although it was noted the physician used force in the attempts to remove the guide wire, this was due to the guide wire interacting with the anatomy; therefore, the force applied during removal seemed to be a reasonable clinical response to the reported difficulties. Based on the reported information, it is likely that the guide wire became compromised or damaged during use, causing the difficulty to remove during retraction. Manipulation and/or inadvertent mishandling during retraction against resistance likely resulted in the guide wire separation and the noted offset coils. The investigation determined the reported difficulty to remove resulting in guide wire separation appears to be related to operational circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the 30-day initial medwatch report, the following information was received: it was reported that resistance was noted during withdrawal and force was applied. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the balance middleweight hydro 3cm guide wire separated during use in the patient. The distal tip was retrieved using a balloon. Another guide wire as used to complete the procedure. There was no reported adverse patient effect or a clinically significant delay in procedure. No additional information was provided.